Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, locator, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated with dried blood at the blood inlet holes. However, the blockage was cleared, and no issue was identified with the inlet holes. The blood outlet hole was also examined, and no issue was identified. Functional testing was performed by injecting water into the distal tip to check for obstructed or insufficient fluid flow through the device. Fluid was able to pass through the device, and no issue was able to be found with device function. The complaint was unable to be confirmed for a blood return issue. The exact root cause cannot be determined. The likely cause was determined to have been device insertion with insufficient depth or angulation resulting in an issue with blood flash back. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during use of the angio-seal device, blood return was not evident with the arteriotomy locator. The reported event did not result in patient injury or surgical intervention. Additional information was received on 11jul2024: the procedure performed was a rectal artery embolization. Hemostasis was achieved by manual pressure. A 5 french boston scientific super sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was an issue with deployment of the angio seal, the doctor could not get flashback. A pre-deployment angiogram was performed. The patient was stable and there was no blood loss. No equipment or other devices were used with the angio-seal. .